Event description:
It was reported that during a valve implant procedure involving the harmony valve, the valve was deployed without the use of fluoroscopy. Subsequently, the carrot of the delivery catheter system (dcs) was pulled back from the pulmonary artery over a stiff non-medtronic guidewire. Difficulty was noted during the withdrawal of the dcs. After the carrot was pulled back, it was noted that the valve was located lower than where it was originally deployed in the target implant zone. Approximately 6 months and 2 weeks later, an echocardiogram revealed that the valve had migrated into the right ventricular outflow tract (rvot), becoming adherent to both the rvot and the tricuspid valve anterior leaflet chordae. Per the physician, the depth of implant, implant technique, and a difficult withdrawal of the delivery catheter system were contributing factors to the event. The valve migration was identified after the access site was closed, necessitating re-hospitalization and surgical explant. The valve was successfully resected and removed in one piece, and follow-up echocardiograms showed mild tricuspid regurgitation unchanged from pre-harmony implant.

Manufacturer narrative:
Continuation of d10: product ID {harmony-dcs}; product lot/serial number {unknown} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: according with the fit analysis, the native anatomy fitted for a harmony valve 25 millimeter (mm) with a landing zone of 2mm from the top of the bifurcation: in the shared video it is appreciate the deployment was accurate sitting the outflow of the transcatheter pulmonary valve (tpv) in the top of the bifurcation. However, from the images we can appreciate a migration of the valve, with the outflow going down to the proximal segment of the main pulmonary artery. Where the valve was not enough oversizing to anchor it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: b3. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [ harmony¿ delivery catheter system] product ID [harmony-dcs] serial/lot [(B)(6) use by date [2024-09-19] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the dislodge of the valve, the valve was considered stable. The femoral artery was used as the access site, and a pre-implant balloon aortic valvuloplasty (bav) was not performed. A non-medtronic guidewire was used during the procedure. The valve was implanted in the patient¿s native annulus. The training guidance for slow deployment of the valve was followed. Additionally, the dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodge was due to self-repositioning of the valve. Per the physician, fluoroscopy was not used when removing the dcs, which could have contributed to the dislodge. Following the withdrawal of the guidewire, transient ventricular tachycardia and transient complete heart block were observed, which lasted a few minutes and then resolved on its own. The patient was placed under observation in the intensive care unit (ICU) and was provided an oral beta blocker. Approximately 4 months later, a magnetic resonance imaging (MRI) was performed that revealed severe paravalvular leak (pvl) of the transcatheter pulmonary valve, which remained unchanged compared to an MRI that was performed prior to the transcatheter pulmonary valve implant procedure. It was further reported that the lower struts of the valve appeared to be affecting the motion of the tricuspid valve leaflet resulting in moderate tricuspid regurgitation. 3 days later, an echocardiogram was performed that revealed mild pulmonary stenosis with a gradient of 14-24 millimeters of mercury (mm hg), and severe paravalvular leak (pvl) with retrograde flow from the distal right pulmonary artery. 6 months and 2 weeks following implant of the bioprosthetic pulmonary valve, the valve was explanted. During the explant of the valve, premature ventricular contraction¿s (pvc) occurred and 1 run of non-sustained ventricular tachycardia was observed and attributed to the medtronic pulmonary valve. Subsequently, a 33 millimeter (mm) non-medtronic valve was implanted.